Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she has been experiencing high blood glucose for the last six days. She stated she will insert a new infusion set and it will work fine for about a day and a half. Then her blood glucose will go high and she will correct with a manual injection. Then she has to change the infusion sets. Customer went through six infusion sets in the last six days. Customer's blood glucose went as high as 600 mg/dl. She stated she had ketones. Customer experienced vomiting, sleepiness, dry mouth, and nausea. Customer did not contact her doctor for high blood glucose. In troubleshooting for high blood glucose, no device anomalies were found. The device passed the high pressure test. Replacement supplies were sent. Nothing further reported.